Manufacturer narrative:
The pump was received with no button response due to a flat button dome. The keypad connector was inspected, and it was locked on the lcd board. Unable to perform full drive system test due to the keypad unresponsiveness. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were difficult to press causing missed bolus. Customer's blood glucose was 500 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.